Event description:
T was reported that the patient underwent a right shoulder arthroplasty. Subsequently, the patient was revised approximately two months post implantation due to implant fracture causing the patient's shoulder to dislocate.

Manufacturer narrative:
(B)(4). Concomitant medical devices: medical products: item#: 110031400, mini tray +5mm cocr +0 offset; lot#: 65171062; item#: 118001, versa-dial/comp ti std taper; item#: j7110543. Product has been received by zimmer biomet and the investigation is in process. Upon receipt of the implant it was found to not be fractured. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h6 h6: component codes: mechanical - head visual examination of the returned product identified signs of use (nicked, gouged, surface scratches). Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: all images demonstrate anterior dislocation of the humeral component with respect to the glenosphere. Radiographically, a prosthetic fracture is not identified. Bones appear well mineralized. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.